Event description:
The analyzer produced a negatively biased result on troponin I for a quality control sample. A result of 0.07 ng/ml was obtained versus a target value of 0.86 ng/ml. There was no report of pt harm as a result of this occurrence.